Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted, after wearing the pod between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The pod was received in the not deployed state. The data contained no timeouts or drive stalls. The pod generated an 0x41 alarm, indicating rotational sensor error. The pod was only able to complete first prime, but was unable to complete second prime. Inspection of the pod found the commutator cap to be damaged. The damage to the commutator cap triggered the 0x41 alarm.